Event description:
Related manufacturer reference number: 2017865-2021-35672. It was reported that the patient presented for implant procedure. During the procedure the right ventricular (rv) lead dislodged prior to pocket closure. The dislodgement was confirmed via chest x-ray. Due to the dislodgement the rv lead was unable to capture and the sensing of r-waves decreased. Furthermore, when the physician attempted to remove the rv lead from the pacemaker, the set screw would not come out. Therefore, the physician elected to implant a new pacemaker and rv lead instead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, r-wave amp variation, and helix mechanism issue. A complete lead was returned in two pieces for analysis. The reported events of failure to capture and r-wave amp variation were not confirmed. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be extended and clogged with blood/tissue. X-ray examination found no anomalies on the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.